Event description:
It was reported that the non-dependent patient presented for in-clinic follow-up. A device interrogation revealed failure to capture exhibited by the right ventricular lead. A subsequent chest x-ray confirmed that the lead had dislodged. The patient was scheduled for replacement and the lead was explanted. The were no adverse patient consequences.

Manufacturer narrative:
Further information was requested but not received.